Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being outside a procedure. It was reported that the tip of the lumbar probe divisions was worn out. There was no patient present when this issue was identified.